Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. The device was not returned to brézins for investigation as it repairs were carried out locally. Unfortunately after several requests, no device/no log, and no replaced parts were returned to brézins for investigation. Thus, we are unable to perform an investigation and identify or confirm a cause at the origin of the reported event. Therefore, the reported event is not confirmed and the root cause remains unknown. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "does not respond to keys pressing. Sound signal lasts until battery runs out." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.